Event description:
Initial report "patient has skin reaction (chemical burns) lateral to pump pocket after 7 days of chemotherapy". Follow up on event revealed a small leak was found in the catheter loop directly under the patient's skin. The chemical burn was superficial and involved a 3" x 2" section of the upper abdomen. Leaking section of the catheter was found by use of a neuc med scan. The burn has been treated with antibiotics, xerform and dressing changes. Catheter revision is planned. Injured tissue is beginning to heal.